Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2020 along with replacement of device. The patient was fine and discharged on same day of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device interrogation revealed high voltage lead impedance was high and out or range. The patient's "vibratory alert" went off in (B)(6) 2019 when the first two readings of impedance changes were analyzed by the device. After (B)(6), the impedance measurements were within normal range for several readings, but the trend exhibited increase in the value since past few weeks. The patient¿s device was deactivated. The lead replacement was discussed. The patient was stable and did not have any adverse consequences. The patient is currently on life vest.